Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced unexpected stimulation with very high voltage. It was stated that the patient was not able to stop the implantable neurostimulator (ins) herself. It was added that there was a shocking/jolting sensation. Impedances were measured were with in normal range except c/3 (???) And 0/3 (???). It was later reported that the problem occurred in (B)(6) 2013, when the patient was sitting. It was stated that there was a shock during ¿one minute¿ and the patient was unable to turn stimulation off. The ins was ultimately turned off, but the patient was reportedly not going to increase stimulation anymore. It was also stated that ¿???¿ were seen on the impedance measurements for electrode 3. So, the healthcare provider (hcp) decided to program around 3, but the problem occurred again. Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information stated the patient¿s physician decided to replace the lead ¿because the impedance was always different¿ when measured. It was further reported the patient¿s lead were replaced and the issue was ¿solved.¿ it was stated that ¿stimulation worked¿ for the patient after the replacement. It was noted the old lead would not be returned.

Event description:
Additional information received reported that no malfunctions were observed. The explanted lead was not available for return. The patient was happy and received successful stimulation.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).